Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
This report is for use error of reusing supplies. The customer contacted baxter's technical service center to report a check supply line which occurred on home choice (hc) on during use during prime. While the baxter technical representative (tsr) explained the alarms to the registered nurse(rn), the rn stated that she changed the cassette but not the bags. The tsr explained the set up to the rn. The rn will start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps was confirmed and the cause was use error - patient reusing the disposable solution bags. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).